Event description:
Patient presented for a cardiac catheterization. A catheter was introduced for angiography. When md stepped on the pedal for fluoroscopy, the x-ray "went down" and the screen was blank. A soft re-boot which takes approximately 30 seconds, was attempted. When that was not successful, the tech completed a hard reboot which takes 4-5 minutes for the screens to fully come up.